Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced medicine leakage from the cannula when the skin was not stretched. The patient also reported left leg shaking, a weird sensation, awkward sensation in the lower and upper teeth, and tingling of the lips.